Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen. The diabetes educator reported that the patient experienced several sensor failures, this is the report for the sensor failure event which occurred on (B)(6) 2024. The patient was using the phone app and the tandem insulin pump screen as display devices. The patient also used control iq, and it was not specified if she had a glucometer at home. Before this, the patient inserted other sensors which failed. Hyperglycemia symptoms were not specified. After this sensor failure on (B)(6) 2024, the reporter indicated the pump stopped working and the patient was unable to manage her bg (blood glucose) level and sought assistance at the hospital for hyperglycemia and diabetes management she was unable to self-treat at home. She received unspecified treatment to stabilize her bg level. At the time of the report on (B)(6) 2024, the patient remained in the hospital and the nurse educator called to obtain new sensors and troubleshoot the cgm (continuous glucose monitoring) and insulin pump. Due diligence to contact the patient by technical support and medical safety for more information was unsuccessful. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.